Event description:
It was reported that the bd needle 21x1-1/2 ll eclipse needle hub had a hole, was cracked / damaged. The following information was provided by the initial reporter: according to the report, when attempting to connect the syringe to the medicine needle, it was observed that the needle fitting was deformed, preventing proper connection, as shown in the image below. Additional information received on april 30, 2025. Date on which the event occurred in dd/mm/yyyy? 02/07/2025 number of quantities affected? 01 is the sample related to this incident available for analysis? No was anvisa notified? If so, what is the notification number? Yes, (B)(4)..

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) follow up a deformation was observed in the needle fitting, which prevented proper connection. To support the investigation, a photograph was submitted and reviewed by our quality team. The image clearly shows damage to the needle hub. This type of defect can occur during manufacturing if the needle becomes entangled and stuck due to a malfunction in the feeding bowl, resulting in denting. A review of the device history record (DHR) was conducted for material number 30281764, lot 2272346. All inspections were performed in accordance with the established quality plan, and no abnormalities or quality issues were recorded. However, a maintenance entry was identified that referenced a feeding issue with the needle bowl, which may be related to the reported incident. The maintenance records indicate that corrective actions were implemented. To date, no additional complaints of a similar nature have been reported for this lot. Based on the findings, bd confirms the reported incident.